Manufacturer narrative:
(B)(4). Batch #unk. A manufacturing record evaluation was performed for the finished device lot number r40a63, and no non-conformances were identified.

Event description:
It was reported that during a bowel anastomosis, could not press the handle. During left hemisphere anastomosis, the circular stapler handle could not be pressed even followed the correct handling process. Hard to fire during surgery. Changed to manual sewing with suture. There were no patient consequences or change to the post-operative care of the patient. The patient was stable and left from the hospital.